Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. It was noted that the sheath was removed prior to inserting the device into the scope. Reportedly, the clip was then pulled off from the patient, and the procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was further reported that the patient was treated for post polypectomy syndrome which required a three day hospital stay, intravenous antibiotics, and analgesia. She was discharged and then readmitted with hospital-acquired pneumonia two days later. No relationship between the device issue and these post-procedure events has been reported.

Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the control wire was separated from the clip assembly but the clip assembly was still attached to the bushing. The clip prongs were locked into the capsules and had an overbite. The capsule locks were locked onto the bushing and the over sheath assembly was not returned with the device. The coil was noticed to be kinked right at the bushing end and the control wire was kinked near the handle, center and distal end of the device.   Based on the evaluation of the returned device, the sheath was removed before the procedure, which may have contributed to the failures observed. The directions for use (dfu) requires that the user advances the device down the scope with the over sheath on the device. Therefore, the most probable root cause is user/use error.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the descending colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. It was noted that the sheath was removed prior to inserting the device into the scope. Reportedly, the clip was then pulled off from the patient, and the procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was further reported that the patient was treated for post polypectomy syndrome which required a three day hospital stay, intravenous antibiotics, and analgesia. She was discharged and then readmitted with hospital-acquired pneumonia two days later. No relationship between the device issue and these post-procedure events has been reported.